Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the balloon catheter was removed from the body and was observed to be kinked at the balloon site. The case was aborted. No patient complications have been reported as a result of this event.